Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
This device was originally returned in (B)(6) 2009 for an unrelated fault and was returned to the customer on (B)(6) 2009. The pad device was re-installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. A lack of information between this and (B)(6) 2011 suggests the device was left in fault mode or the pad-pak was removed. The device operates again until (B)(6) 2011. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is significant evidence in and on the device to suggest it is not being adequately stored and is exposed to adverse environmental conditions. This can have a detrimental effect on the device membrane which is considered most likely in this case. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.